Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up the left ventricular lead exhibited high impedance and loss of capture. The physician reprogrammed the device, no intervention had been reported. No additional information was available.